Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device is used to infuse albumin with an infusion set. On several nights the pump hasn't infused the amount of albumin as it was programmed to and the pump didn't alarm either. In the morning the infusion bag has been quite full and that raised the suspicions in the first hand. As a result the small patient didn't get the amount of albumin, that he was supposed to have. The customer was compensated with a full box of infusion sets (21732224). (In addition to pump, only 1 used administration set and a new one from same lot are available for evaluation and it is unknown which of the 3 events the sets are associated with). No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. . D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No physical damaged was found with the device. The customer stated problem was duplicated. The samples failed the arch height tube measure which confirmed the complaint. Tight and misaligned pump tubes resulted in reduced fluid delivery. For corrective action, it was recommended that manufacturing methods be improved to introduce range plates into the production process for assembly pump tube, also to implement new inspection step using new equipment in production process. The root cause of the reported problem was traced to the manufacturing process. A DHR (device history record review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on (B)(6) 2022 and attached by ICU medical in complaint: the pump and the administration sets available are on their way to you. The customer is not able to pinpoint the exact dates of the events, but they were around the same time in end of january ? Beginning of february (original notification indicated (B)(6)2022 as the event date). I don't yet have the patient information ? Do you still need that? I know that it's a small child.